Event description:
It was reported that the pump alarmed, "cassette empty," around 3-4am, but there was still over 100u left in cassette. Per reporter, when they went to change the cassette, they noticed bubbles in the tubing of the infusion set. Reporter stated they did not see bubbles in the tubing of the cassette. The patient's glucose was between 130-139mg/dl at the time of the event. No other symptoms were reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.